Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer had a blood glucose level of 150 mg/dl. Standard troubleshooting was performed. Insulin did not exit the infusion set during a manual prime. The customer did not have a replacement infusion set or reservoir to continue troubleshooting. The customer was advised to revert to a back-up plan until he could change his infusion set and reservoir. The product is not being returned. Nothing further was reported.